Event description:
The customer reported that the system displayed a fast stop error message and they had to reboot the system. This error message will cause the system to shut down immediately. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.